Event description:
It was reported the pt had discomfort at the ipg site. The physician replaced the ipg and implanted the replacement ipg lower in the buttock to address the issue. F/u identified the discomfort was resolved with the surgical intervention.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. MFR's eval: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.